Event description:
Surgeon was drilling a provisional fixation pin when it broke in two pieces. One part was still attached to power drill handle and the other part was drilled into patient's bone. Surgeon decided to leave it in patient's bone. Fluoroscopy was used during the entire case. X-ray film was taken of the leg with the pin site.